Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that solution leaked through the patient line of a homechoice automated pd set with cassette before connecting. This event occurred before use, no patient involved. No additional information is available.